Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the thermal printer was inoperative. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system thermal printer was inoperative. A field service engineer (fse) had found issue with a thermal paper printer printing gibberish. Fse had reseated the printer usb connections and reloaded the printer driver, verified functionality through diagnostic testing and customer validation in the medical application. The system functioned as intended after the field service engineer repaired the device.